Event description:
It was reported that the trigger of the system 7 dual trigger rotary was stuck in the pushed in position after a procedure at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the trigger of the system 7 dual trigger rotary was stuck in the pushed in position after a procedure at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, trigger button is stuck and stays pushed in, was not confirmed. During the inspection the service technician, mechanical engineer, and diagnostic engineer were not able to observe the reported comment, and the device met all qip and performance specifications regarding the reported event. There was no failure found. The device was not repaired but returned to the customer.